Event description:
Pt had star poly and tibial plate removed.

Manufacturer narrative:
Pt exhibited limited range of motion after 10 years of implant. Surgeon removed scar tissue, performed substantial posterior release.